Event description:
It was reported that during an ultrasound guide breast biopsy, the clip broke off in the tip of the probe. They removed the clip and deployed another device properly. There was no pt consequence reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.